Manufacturer narrative:
The computer 9736217 aio flex ent svc rfb was returned for analysis. Functional testing determined that the component was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received. The previous aio was not powering on with multiple outlet changes. The aio was replaced during system service and the issue seemed to potentially be replicating until the power cable was again moved to different outlet. The "ipc" and other systems in the room were powering on without issue. The site stated they would have their outlets checked in the impacted procedure room to rule out power issues on their end. A new aio was tested and rebooted multiple times without power issues after initial boot-up attempt. H6: correction was made. Codes a0708, a0719, and a0901 were added. Work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the general summary of failure was due to system not powering on, and the all in one (aio) was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, serial/lot #: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system unexpectedly shut off completely. The screen did not appear to be receiving power, there was no audible sound coming from the all in one (aio), and the power button was not illuminated. Other electronics in the room remained on. The issue occurred near the end of the procedure. The surgeon decided to proceed without navigation. Troubleshooting was performed. The site tried rebooting and used different wall outlets but issue was not resolved. The probable cause was believed to be a faulty aio. There was a less than one-hour delay to the procedure, and no impact on patient outcome.